Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's infusion device shut off without first providing an error or alert message. He changed the battery in the device and it then displayed e8 (power interrupt). He was unable to clear the message because the check button would not function. No adverse event was reported. The infusion device was requested to be returned for product evaluation.